Event description:
The technician alleged that when he presses the trendelenburg switch the bed will actually go into reverse trendelenburg and vice versa. No injury reported.

Manufacturer narrative:
The account unplugged the side rail and the trendelenburg functions would not operate at all. The account reconnected both side rails and again alleged that neither trendelenburg function will work. The account replaced the side rail interface board to resolve the issue.